Event description:
The pt underwent diagnostic catheterization in france. After the procedure, the cardiologist attempted arteriotomy site closure with a techstar 6s pvs system. Deployment was unsuccessful and the cardiologist attempted to backdown. After only being able to backdown the device a few millimeters, the cardiologist successfully deployed again. Tissue capture was not adequate for hemostasis. The cardiologist resorted to manual compression with no resulting complications to the pt. This report is being submitted as a device malfunction due the likelihood that failure to backdown would be reasonably likely to continue to a serious injury if it were to recur under similar circumstances. The device has not been received by the MFR and is not available for evaluation. Attempts at gaining further info have been unsuccessful. However, it was noted on removal of the device that the d-shaped stop used to lock the handle in place was broken off. This allowed for 360 degree turning of the handle and may have effected the alignment of the device in the artery, thus effecting the ability to deploy.